Manufacturer narrative:
Device received with cracked display window corners and cracked battery tube threads noted. The test reservoir p-cap was able to lock in place. Device passed displacement test. However device alarmed motor error during basic occlusion test due to loose/protruded drive support disk. Unable to verify possible under delivery anomaly or perform prime/a33 test, excessive no delivery test, displacement accuracy test, a21 error test and occlusion test due to motor error. Device passed self test, off no power test and all operating currents tested within the specification. Device was downloaded to carelink pro properly.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump was under delivering. The customer's blood glucose was 240, 220, 250 mg/dl. The insulin pump was crack on the back of the insulin pump. The troubleshooting was performed for the damage. The product will be returned for analysis.